Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. An infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician. -physical examination findings. -results of special investigations : laboratory test results & imaging studies. -microbiological culture and sensitivity results. -response to previous treatments and therapies. -any relevant epidemiological information or exposure history. -concomitant devices in use. -preexisting patient condition such as underlying infection, remote septic sources such as indwelling. Lines/catheters or other bioprosthetic material in situ. -care of access site. Because this evidence has not been provided, the root cause of the infection cannot be determined. --------------------------------------------------------------- instructions for use for the related event are as follows: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 49-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a 49 years-old male patient with an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 had to be explanted due to infection. A new pump was placed and the patient¿s lvad (the left ventricular assist device) implantation was postponed.